Event description:
The customer reported that their device would reportedly not deliver defibrillation energy to a patient. The customer indicated that the patient was transferred to the hospital by ambulance from another facility for an arterial balloon catheterization. While en route, the patient went into cardiac arrest and was shocked 3 times in the ambulance. The patient had an internal pacemaker. The ER manager at the hospital stated that the patient was almost deceased at the time of arrival (at approximately 11:45 pm). According to the ER manager, the patient was unconscious and was in a ventricular fibrillation rhythm. The customer stated that their device was charged for a defibrillation shock but would not deliver the shock when attempted. Following the reported failure to deliver defibrillation energy, the customer used a backup device to deliver three defibrillation shocks to the patient successfully. The patient did not survive the event. The hospital biomed spoke with the user of the device, a nurse, who confirmed that the reported issue did not affect patient care due to the state that the patient was in upon arrival.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined. Physio-control performed a clinical evaluation of the reported event and determined that the device use did not contribute to the death of the patient.